Event description:
It was reported that during an unknown procedure, the device would not fire properly. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Damaged closure link. The analysis results showed that one device arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device as the closure link was found damaged, not allowing the device to function as intended. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.